Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports to have excessive no delivery alarms. Customer states she has changed infusion sets 3 times and continues to receive no delivery. Customer states insulin exits the tubing but will not enter her body. Customer's blood glucose was 213 mg/dl. Customer was not able to troubleshoot as she was not at home. Customer was advised to change infusion set nd call back in order to troubleshoot. No further info provided.